Manufacturer narrative:
Additional information: d9, h4, h6(update codes), h11. H11: the actual device was received for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water tests were performed; no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the gland of the y-site (clearlink) despite presence of green alcohol caps. The fluids were being infused via peripheral intravenous line (piv). The tubing and fluids were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.